Manufacturer narrative:
Additional information was received on 15-oct-2023. The thrombus was located on the tip electrode. Generator parameters was temperature cut off 55. Noted at maximum 43, average 38 and rise 13. No vital change. The physician considered the amount of the thrombus was no risk. The correct catheter settings were selected on the generator. The duration of ablation was 24 seconds. Average contact force was below 25g. The setting was not changed. In the 3500a initial it was reported, "the lot number reported of 3106177l was unrecognized. Attempts have been made to obtain clarification. However, no further information has been made available. Therefore, manufacturing record evaluation (mre) cannot be conducted because no recognized lot number was provided by the customer." However, additional information received on 17-oct-2023 clarifying the correct lot number of 31061677l. Therefore, added d4. Lot, d4. Expiration date and h4. Device manufacture date. The investigation was completed on 08-nov-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31061677l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with qdot micro and a thrombus issue occurred. Error 52 (pump-low flow mismatch) occurred on the ngen main monitor during the 101st ablation (after ablation of the anterior wall of the right superior pulmonary veing-rspv) and ablation could not be performed. The qdot micro catheter was flushed outside the body and thrombus was removed. Afterwards, ablation was possible and the procedure was completed without problems. No other generator was used. Qmode setting was 48w. Heparin was used and the act was around 300. No problem with switching between low/high flow. Visitag parameters was set with respiratory filter, stability 2.5 mm, minute time 3 s, fot 30%, min force 5 g. Pre/post setting time was set to pre 2s, post 4s. The temperature indicated by ngen or bull's eye before or without ablation was 31 . Progress was no vital change. Cf monitoring methods were set to dashboard, vector and visitag. The color setting of visitag was tag index. Causal relationship with the product was unknown. The physician's opinions on the relationship between the event and the product was none. Additional information was received. Generator parameter was set to temperature control mode. No picture available. No vital change in the patient. The duration of ablation was not used greater than 60 seconds. The thrombus issue was assessed as MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The lot number reported of 3106177l was unrecognized. Attempts have been made to obtain clarification. However, no further information has been made available. Therefore, manufacturing record evaluation (mre) cannot be conducted because no recognized lot number was provided by the customer. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).